Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. Reportedly, the pump was in the customer's pocket at the time of the alarm. There was no impact to the customer's blood glucose level. The customer was able to clear the alarms, reload the cartridge, and resume insulin delivery.